Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. A field service engineer (fse) happened to be at the customer's site on (B)(4) 2009 when this event was reported to him. The fse determined that solenoid 61 (sweep flow tank vent and purge) on the lh750 analyzer was inoperative. The instrument event log showed multiple instances of "sweep flow tank still full" instrument-generated messages throughout the night. Also observation of the platelet histograms showed very abnormal shapes. The fse returned on (B)(4) 2009, replaced the solenoid and ran 40 specimens to verify platelet testing and instrument performance per established procedures. The root cause was determined to be a defective solenoid (solenoid 61).

Event description:
The customer reported that the lh750 hematology analyzer generated erroneously high platelet test results on samples from approximately 140 patients. The instrument software did generate "autostop" error messages triggered by xm analysis (exponentially weighted moving average, a quality control algorithm) which was out high for platelets. The site's procedures direct the operator to run controls to confirm instrument performance when a batch is flagged by xm analysis if a parameter is out of limits; however, in this case, internal procedures were not followed and the erroneous test results were reported out of the laboratory. All patient samples were subsequently repeated on alternate instrumentation and corrected reports were issued. There were no reported changes to patient treatment as a result of this event.